Manufacturer narrative:
The concerto coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information during coiling treatment of embolization, this coil would not detach with using instant detacher at a lesion in the patient. There was coil resistance at the proximal part of the catheter. It was reported that physician operated the procedure per the IFU. The physician tried to detach the coil two times with instant detacher, but coil did not detach so decided to remove from the patient. Replaced a new coil and procedure was completed. The patient is fine. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, the implant coil appeared damaged within the introducer sheath. The concerto coil could not be pushed out from the introducer sheath as resistance was encountered so concerto coil was pulled out from the introducer sheath. The implant coil found damaged and stretched with the polypropylene filament intact and still attached to the pushwire. The instant detacher was not returned as it was discarded. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found intact. All other subassemblies appeared to be normal and no other anomalies were observed. During evaluation an in-house instant detacher was then selected for use in detachment testing and implant coil successfully detach on the first attempt. The instant detacher was not returned; therefore, any contributing factors from this could not be assessed. The intact tack weld rep lacement (twr) crimps likely led to the failure of the concerto implant coil to detach from the pushwire. It is possible that the implant coil became damaged due to the movement of the concerto coil against the reported resistance. All coils are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.